Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 46.0cm was returned for analysis. External insulation abrasion was noted at 15.1-15.4cm from the connector pin, consistent with lead frictino to the ICD can. The etfe coating was intact at these locations. Insulation and outer coil damage was noted at 21.2cm from the connector pin consistent with clavicular crush. The outer coil filars were fractured. This is consistent with the observation from the field of intermittent capture, clavicular crush, and high capture threshold.

Event description:
It was reported that the atrial lead was explanted and returned due to intermittent capture anomaly, clavicular crush, dislodgement, high pacing threshold and noise. No further information is available.